Event description:
The customer reported that the pt's tube developed a leak in the cuff approximately 2 hours after initial tracheostomy. A non-routine replacement of the tube was required. The tube was discarded.